Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's implantable defibrillation lead, exhibited a low out of range shock impedance measurements. Previous shock impedance measurements had been in the 40 to 50 ohms range. Technical services discussed possible causes and troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remains in service. Should additional information become available this report will be updated.